Event description:
Additional information received reported that the entire system was explanted on 2014-(B)(6) and disposed of. Additional information later received reported that the patient outcome was resolved without sequelae on 2014-(B)(6). It was reported that a culture of occipital site on 2014-(B)(6) resulted in light growth of enterobacter species.

Event description:
It was reported that there was painful swelling along the extension to the pulse generator in the left posterior chest wall. Interventions included medical or non-surgical therapy consisting of doxycycline 100mg bid prescription on (B)(6) 2013. Diagnostic methods included examination/palpation and it was noted that there was a painful bump in the left posterior chest wall. It was noted that the etiology of the lead/extension tract was possibly related to the device or therapy and unlikely related to the implant procedure. The severity was mild. The outcome was described as an ongoing event. It was further reported that there was the development of a pimple or abscess in the back of the head over the occipital peripheral neuroelectrode. Interventions included the prescribing of 100mg doxycycline and topical antibiotic ¿qid¿ started to site on (B)(6) 2013. Diagnostic methods included examination or palpation and it was noted that there was a red ¿pimple¿ in the back of the head without drainage at the date of report. The etiology of the electrode contact location was possibly related to the device or therapy and unlikely related to implant procedure. The severity was mild. The outcome was described as an ongoing event. Additional information received reported that the patient outcome was resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
After further review it was noted (B)(4) was omitted from the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomaly. Stimulator was functionally okay with insignificant anomalies. Final analysis of the leads revealed no anomaly found. Final analysis of the extensions revealed no significant anomaly. The extension bodies were cut through and the products were segmented. Final analysis of the anchors revealed no anomaly found.

Event description:
Additional information reported a culture was done but the results were not known. The infection was noted as a pimple near the lead site on the neck. The doctor was actively managing the infection. It was also noted that the patient planned to have another system implanted once the infection was cleared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3487a-56, lot# va04wj6, implanted: (B)(6) 2013-, product type: lead. Product ID: 3487a-56, lot# va043vs, implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type; programmer, patient. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3487a-56, lot# va04wj6, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# va043vs, implanted: (B)(6) 2013-, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).